Event description:
It was reported that pump buttons were sticking with touchscreen not responding well. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow up with technical support, was noted to be out of warranty and in process for a new tandem device, and case was closed as no additional information could be provided.